Event description:
Display board failed to power on.

Manufacturer narrative:
Our eval determined that the inverter board shorted out causing the display board to not power on. The exact root cause cannot be determined. There were no obvious material defects or mfg flaws that would have contributed to this type of failure.